Manufacturer narrative:
Concomitant product(s): a 4196 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to an audible alert. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) revealed the device was at end of service (eos) with a charge circuit timeout, an inactive charge circuit and long charge times. The device remains in use. No patient complications have been reported as a result of this event.